Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x28mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the tortuous, calcified left circumflex (lcx). The procedure was not completed by stenting and was treated medically. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were raised and bent back distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The condition of the target lesion was reported as tortuous and calcified. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is 'design' constraints of the product.bsc ID # a00089096/tw # 590884